Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41 -dead battery. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for dead meter accompanied by symptoms. Meter does not turn on. Meter does not turn on when the circle button is pressed and when strip is in meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of excessive thirst and frequent urination. Medical attention is not reported as a result of the actual blood glucose results and symptoms. The product storage location is undisclosed. Test strip lot manufacturer's expiration date is 10/31/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.